Event description:
It was reported that, "during trialing, the trial broke. All pieces were accounted for."

Manufacturer narrative:
An eval of the device cannot be performed as the device was disposed by circulation nurse and was not returned to the MFR. Should add'l info become available, the eval summary will be submitted in a supplemental report.